Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the secondary sensing vector. A similar inappropriate shock was previously delivered in the primary sensing vector in 2021. The patient was seen in-clinic, where the artefacts were reproducible with movement in all three sensing vectors. Additionally, x-ray imaging was performed, and there was no evidence of macroscopic damage observed. The device data was forwarded to boston scientific technical services (ts) for review. Ts hypothesized there was a potential electrode fracture near the device pocket. As the secondary vector was no longer suitable to mitigate the observed sense node b artifacts, a complete system replacement was recommended to resolve the event. If explanted, ts recommended returning the system for analysis. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the secondary sensing vector. A similar inappropriate shock was previously delivered in the primary sensing vector in 2021. The patient was seen in-clinic, where the artefacts were reproducible with movement in all three sensing vectors. Additionally, x-ray imaging was performed, and there was no evidence of macroscopic damage observed. The device data was forwarded to boston scientific technical services (ts) for review. Ts hypothesized there was a potential electrode fracture near the device pocket. As the secondary vector was no longer suitable to mitigate the observed sense node b artifacts, a complete system replacement was recommended to resolve the event. If explanted, ts recommended returning the system for analysis. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the secondary sensing vector. A similar inappropriate shock was previously delivered in the primary sensing vector in 2021. The patient was seen in-clinic, where the artefacts were reproducible with movement in all three sensing vectors. Additionally, x-ray imaging was performed, and there was no evidence of macroscopic damage observed. The device data was forwarded to boston scientific technical services (ts) for review. Ts hypothesized there was a potential electrode fracture near the device pocket. As the secondary vector was no longer suitable to mitigate the observed sense node b artifacts, a complete system replacement was recommended to resolve the event. If explanted, ts recommended returning the system for analysis. Recently, this system was surgically explanted to resolve the event. No additional adverse patient effects were reported. This s-ICD system was received for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed non-physiological artifacts in the secondary sensing vector. A similar inappropriate shock was previously delivered in the primary sensing vector in 2021. The patient was seen in-clinic, where the artefacts were reproducible with movement in all three sensing vectors. Additionally, x-ray imaging was performed, and there was no evidence of macroscopic damage observed. The device data was forwarded to boston scientific technical services (ts) for review. Ts hypothesized there was a potential electrode fracture near the device pocket. As the secondary vector was no longer suitable to mitigate the observed sense node b artifacts, a complete system replacement was recommended to resolve the event. If explanted, ts recommended returning the system for analysis. Recently, this system was surgically explanted to resolve the event. No additional adverse patient effects were reported. This s-ICD system is expected to be returned for analysis.